Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported that they had primed the pump and placed it in the operating room. When the user came back to the pump, they noticed that the central control monitor (ccm) screen had gone down. The user then rebooted the pump and the ccm came back online. Sometime during the case, the screen again blanked out. The user then was able to complete the case using local controls. The device was not changed out. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt.